Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked pump, retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. The customer reported physical damage to the retainer ring on the pump. Reservoir is unable to lock into place. No harm requiring medical intervention was reported. Product return for mmt-1715k is expected and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with a partial broken retainer ring. Unable lock a test p-cap into the reservoir compartment due to a partial broken retainer ring. The following were noted during visual inspection: corroded battery tube, reservoir tube cracked, battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, stained keypad overlay, partially broken retainer, cracked belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed at the belt clip rails. Partial broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to a partial broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.